Event description:
It was reported that during a case the micro sagittal saw continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor. The tps flex assembly was damaged.